Event description:
Customer reported: ""md attempting vacuum. Both items broke at the junction where the mushroom cap meets the long plastic arm". 1216677-2020-00255-1 10067 mityone mushroom cup (B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation, review DHR, inspect returned samples. Distribution history: the complaint product was manufactured at csi on 5/22 - 5/27-2020 under work order 287262. Manufacturing record review: DHR-10067 - 287262 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was returned to csi and confirmed (B)(6) 2021. Visual evaluation: a visual evaluation of the complaint product was completed and confirmed (B)(6) 2021. Functional evaluation: an evaluation of the complaint product could not be completed as the complaint product was returned in a nonfunctional manner due to reported event, see attached email with photos. Root cause: definitive root cause as to the resulting reported event is indeterminable. Pull test supplier data indicated acceptable results. Corrective actions: not applicable as the affected devices were individually tested before packaging and were found to be acceptable. No further action is required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Description of event: "md attempting vacuum. Both items broke at the junction where the mushroom cap meets the long plastic arm. Physician questions if the pop off mechanism was working as she felt it should have popped off instead of break." Mityone mushroom cup 10067 e-complaint (B)(4) .